Event description:
It was reported that a home pt loaded the tubing into the pump and started the device to infuse a tpn solution overnight. The pt went to bed and ten mins later was awoken by an alarm (type of alarm not known). It was observed that blood had been pumped from the pt and into the tpn container due to IV tubing being loaded backwards through the infusion pump. The reporting facility was reluctant to give any add'l info. No medical or surgical intervention was reported.